Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The reported problem of the customer is verified. The uim will not power up, no display or indicator led's on. The fuse on tca board was checked, and it is okay. Uim was replaced but the issue is not resolved. Fsr will replace the gde, and see if it will fix the problem. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the user interface module (uim) of the avea ventilator does no light up during start up. The customer confirmed that there was no patient involvement associated with the reported event.